Manufacturer narrative:
The complaint is reportable to the FDA on the basis of a previous adverse event for an echo-19 where the distal tip of the needle broke and a section of the needle detached in the patient requiring removal. The reporting precedence covers the entire product family. Therefore, all echo devices involving distal tip needle breakages are reportable regardless of patient outcome. The complaint information provided was as follows: needle did not come out first time and was bent on second try. There were no echo-hd-19-c (echo) devices of lot # c671868 in stock at the time of the complaint investigation. A 1 x echo device of unknown lot # was received for evaluation. This echo device was received with the needle fully retracted and the stylet fully inserted through the device. The distal tip of the sheath was noted to be damaged and slightly flattened. It was not possible to advance the needle. The distal end of the sheath was cut; the distal tip of the needle was noted to be broken. The needle tip was confirmed to be broken at the notch. The broken piece of needle was not returned with the device. It was determined during the device evaluation that a possible cause of this complaint may be that the distal tip of the needle was damaged prior to or during its introduction into the endoscope. If the distal tip of the needle was damaged this may account for the user's difficulty in advancing the needle and for the report of the bent needle tip. The complaint information also stated that gaining access to the targeted site was difficult; the endoscope was in a flexed position during the procedure and needle penetration of the intended site was also difficult. The tortuous conditions as provided for may also have contributed to the bending on the needle tip. It is likely the bent needle tip resulted in a needle breakage; however it is not possible to determine at what stage this needle breakage occurred. The user did not initially report a needle breakage and subsequent additional information indicated the user does not believe a piece of the needle detached or remained in the patient as a subsequent echo device was used to successfully complete the procedure and a foreign body was not noted during the use of a second device. Therefore, it is possible this needle breakage occurred following the removal of the device from the endoscope. As the conditions of device usage cannot be replicated during the device evaluation it is not possible to conclusively state the root cause of this complaint. The distal tip of the broken needle was not returned for evaluation. However, as previously stated the user does not believe a piece of the needle detached or remains in the patient. No adverse effects to the patient were reported as a result of this occurrence. The procedure was successfully completed with another echo device. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes an inspection of the needle tip and notch cut-out area under magnification for damage. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. Information received indicated no part of the needle detached or remained in the patient. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. A health risk assessment was carried out to assess the risk the needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle did not come out first time and was bent on second try. The echo device involved in this complaint was evaluated on the (B)(6) 2013 and the needle was confirmed to be broken at the distal tip. The user did not initially report this complaint involved a broken needle. The distal needle tip was not returned for evaluation. However the user has provided information stating that no part of the needle detached or remains in the patient. The procedure was successfully finished with another echo device following the occurrence of this incident. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.